Event description:
It was reported that ¿in speaking with the olympus technical assistance center (tac) via phone, there was a b40 error. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. During troubleshooting via telephone, the olympus technical support engineer recommended the user to double check the connection on the unit, but if the issue persists, he would need to send it in for service. Based on the results of the investigation, the cause of the suggested event was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.